Manufacturer narrative:
D10 concomitant product/s: egia60amt egia60amt egia 60 artic med thick sulu serial #:unknown sigpshell sig power sigpshell control shell lot #: unknown sigadaptstnd sig power sigadaptstnd linear adapter serial #:unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. A review of the system logs showed a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issue was confirmed. The most likely cause was traced to software coding. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the physician loaded the reload and tried to operate it, there was an error sound that occurred. The reload, adapter, and shell were removed, but the alarm continued. The display remained the same as when the reload was loaded (the image of the half circle with indication of zone 1,2,3), and when it was restarted using the green button, it settled down. To resolve the issue, a manual stapler was used. Device approached patient issue, but there was no patient injury. Medtronic's initial evaluation of the incident is that an analysis of the system data indicated that during the clinical firing there was an error for the system queue being full. The handle queue filled up due to multiple button presses in short succession. This would result in the fatal error screen being displayed by the powered handle and would prompt the user to perform system reset as intended.